Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to f/u #1 MDR in date received by MFR: it should have been 20-dec-2016. Correction to f/u #1 MDR: it should have stated: a report was received that the physician does not feel the patient¿s pain was device related. There will be no further course of action.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a revision procedure.